Event description:
Customer claims that the alarm has power, but no alarm tone when the pressure is off the sensor pad and when the sensor is detached from the alarm. The unit was tested with new batteries and sensor. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results: evaluation of the returned product shows that the unit powers on and the tone selector works. The fail safe feature does not work. There is no alarm when the pressure is taken off the sensor pad. There is no visible damage to the alarm case, however the battery door is missing. (B) (4).